Event description:
As reported, device leak test fail. Air bubbles coming out by the handle. The issue found at reprocessing. There is no patient involvement associated on this reported event. No user injury reported. Device return evaluation found sharp chip on the probe.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found top switch found leaking. The customer reported issue was confirmed. In addition, sharp chip on the probe was determined. Furthermore, additional findings were noted during inspection. C-body found non-sharp scratches. A-rubber glue (bending section) found peeling. Olympus name plat found missing on s-cover. Lg (light guide)prong cover glass found loose but not leaking. Control knob found with play. Um (ultrasound image) found with 5 broken elements. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide a correction and additional information based on the legal manufacturer's final investigation. Report source: checked 'other' to add the country (B)(6).. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the sharp chip on the probe was likely caused by user handling or excessive stress applied to the device. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.